Event description:
This lead was explanted and replaced due to lead fracture and loss of capture. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The lead demonstrated abrasion marks and was covered in tissue residuals in several positions, particularly in the distal region, indicating an increased ingrowth of the lead. Furthermore the visual inspection showed that the distal part of the lead was partly pulled out of the ring electrode, most likely resulting from tensile forces applied during the extraction procedure. No further deviations were noted which might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.